Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was unknown what caused the problem and there was no effective measure to solve it. The hallucinations and dizziness have not been resolved. It was clarified that the invisible eyes mean that they were not seeing clear. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient's shaking and stiffness had been improved after the operation, but when the parameters were turned up, there would be dizziness and "invisible eyes". In the past year, the patient had hallucinations. The doctors did not know the reason for these hallucinations. The patient was currently under observation. It was unknown if the patient had 50% reduction in symptoms. No effective measures had been taken. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.